Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead had dislocated and it was not possible to reposition it. A new lead was implanted. Patient condition before and after the procedure was fine.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.